Manufacturer narrative:
The permanent cautery hook instrument was received and failure analysis found the instrument to have a broken monopolar yaw pulley at the posts. Broken piece(s) are missing as a result of breakage. Size of missing piece is approximately 15.52mm. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The grip cable and the conductor wire are broken as a result of the breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure the head of the permanent cautery hook instrument broke off into the patient. The fragment was retrieved during the same procedure. The procedure was completed as planned with no report of injury to the patient.